Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10 mg/ml at 1.603 mg/day and bupivacaine 10 mg/ml at 1.603 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that during a scheduled pump replacement procedure due to normal eri occurring (elective replacement indicator) the pump was also found to be empty, though interrogation showed 9.2 ml. There were no known diagnostic or troubleshooting measures to have been performed. During the procedure, fluid was observed in the pocket and an intraoperative dye study was performed and a leak was observed in the patient's catheter. The catheter was revised. The patient¿s replacement pump was filled with pf normal saline. There were no known environmental, external, or patient factors that might have led or contributed to the issue. There were no known diagnostic or troubleshooting measures to have been performed. The patient did not report any symptoms. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further complications were reported.